Manufacturer narrative:
The results of the investigation were inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.

Event description:
It was reported during the procedure, the surgeon was inserting the locking screw, and the driver tip broke. The surgeon was unable to remove/retrieve the broken piece of the driver tip, and the fragment remains in the patient. It was also reported device information for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00262 for the driver involved in this event.